Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. At the time of incident the blood glucose level was 452 mg/dl. Customer stated that they need replacement for transmitter. Customer declined troubleshooting. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.